Manufacturer narrative:
Date sent to the FDA: 08/13/2015. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Concomitantly, the patient underwent a laparotomy tah/bso/omentectomy/peritoneal washings ¿ benign ovarian cyst. The patient reported to the physician at the 2 month follow-up that her urinary symptoms had resolved. The patient experienced a mesh exposure which was first noted in (B)(6) 2015. There was 15mm of exposed and infected mesh. The patient underwent another procedure on (B)(6) 2015 for excision of the exposed mesh and resuturing of the vaginal mucosa.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.